Event description:
Affiiate reported when the pattie packet was opened in operating room, a preliminary count was conducted and it was noticed that there was one extra patty in the packaging. Returned all patties to packaging and opened another of same like product. No adverse consequences reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please see (B)(4).

Event description:
When packet opened in theatre, did preliminary count and noticed that there was one extra patty in packaging. Returned all patties to packaging and opened another of same like product. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please see (B)(4).

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. However, in absence of the device and based on the event description it might be possible that the root cause may be attributed to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips prior to sealing them in the package. This however could not be confirmed. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.